Manufacturer narrative:
Device manufacturing history records, complaint history, & packaging insert review. The reported devices were not returned for evaluation. No any medical records and x-rays were provided. The results of the investigation indicate that the exact root cause cannot be determined for the reported event based on the limited information provided. According to current package insert, loosening of total knee components can occur. Late loosening may result from trauma, infection, biological complications including osteolysis, or mechanical problems, with the subsequent possibility of bone erosion and/or pain. There is no evidence of prosthetic design, manufacturing, or material factors as being responsible for the reported event. As the reported devices were implanted in situ for approximately 7.6 years, it is likely that the event is not device related but rather clinical factor related. The device history review indicates no reported incidents. The product experience reporting database (2004 - present) shows that there have been no any other reported events regarding the lot # t02c271. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "the arthroplasty was revised due to tibial loosening. The tibial components were revised. The components were implanted in situ for 7.6y. The patient presented with a (B) (6) score of 6 three months prior to revision surgery and maximum score of 4." Information provided indicated that reported devices were implanted in 2002 and explanted in 2009.